Manufacturer narrative:
Based on the current information provided, the cause of the post-procedure pneumothorax cannot be determined. There was no device malfunction associated with the event. A follow up MDR will be submitted if additional information is received. The system logs were not available for review.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement. The patient had hypoxia. A large pneumothorax was identified via chest x-ray after the procedure. The size of the pneumothorax did not increase since the chest tube was placed immediately after detection. The target lesion was about 15 millimeters in size and located in the periphery of the right middle lobe, on the pleura and adjacent to 2 fissures. Per the physician, the procedure was considered high risk for pneumothorax. The procedure was completed as planned with no delays. The patient was given supplemental oxygen and the chest tube was in place for less than 24 hours. The patient was subsequently discharged home. The biopsy was positive for organizing pneumonia. There was no device malfunction associated with the event; however, the physician believed that the device caused or contributed to the event from the standpoint that they used the ion robot for the biopsy and the biopsy procedure led to the pneumothorax. The pneumothorax was thought to have likely occurred via another modality.